Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported during a tibiaxys case, the compression guide (B)(4) broke off leaving the thread of the guide lodged int he plate and the surgeons wee unsuccessful at removing it. Additional information was received on 10/07/2014 from the company representative. The surgery being performed was an ankle fusion using tibiaxys anterior ankle fusion plates. The malfunction occurred as the surgeon was compressing the fusion site and adding screws into the plates. The thread lodged into the plate and the surgeon was not able to remove it. The surgery time was increased by approximately 3 minutes due to this issue. The thread guides remained in the plate implanted in the patient, but the threads, were below the plate/skin interface. There was no soft tissue irritation reported by the surgeon. There were no reported adverse consequences or injury to the patient reported to date.